Manufacturer narrative:
Multiple attempts were made to obtain more information and return the device in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: loss of image. Probable root cause: faulty solder joints in video path, faulty prism board or connectors, faulty xboard or ch cable connectors, break in ch cable core, faulty hdmi cable, faulty ccu power supply, internal ccu cable failure - power and/or communication, improper/no fuse installed, ac inlet board, main board, video processor, digital board, fpga, transition board - coax connector, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, poor system grounding, mproper ccu timing. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the camera head is disconnecting when the cable is moved near the camera head side. Therefore, there was loss of image.

Event description:
It was reported that the camera head is disconnecting when the cable is moved near the camera head side. Therefore there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.